Event description:
It was reported to 3m from a customer that they had used the 3m nexcare cracked heel care product for one and a half months when they started to experience pain extending from their heel to their knn and hip. The customer reported to 3m they went to the emergency room and the ER physician suspected a bone infection. The customer consulted an orthopedist. A letter and report provided by the customer from the consulting orthopedist did not report a bone infection. The orthopedist ordered an MRI in 2005 and did note nonspecific signs that may represent cellulitis and mild peroneal and posterior tibial tenosynovitis. The orthopedist report also stated that the patient had sued the 3m product but did not attribute any injury to the 3m product.